Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit pressure setting which was set at 10 millimeters and did not stabilize after procedure began and alert to sound was caused due unintentionally exceeded pressure of 15 millimeter or more. The issue occurred during a therapeutic procedure. The procedure was completed using the same device. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: a2 - age at time of event, a2 - age units (patient), d4, h2, h4, h6, h11 corrected field: g4 - PMA/510(k). The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.